Event description:
Literature: tassorelli c, buscone s, sandrini g, et al. The role of rehabilitation in deep brain stimulation of the subthalamic nucleus for parkinson's disease: a pilot study. Parkinsonism relat disord. 2009; 15(9):675-81. Summary: this article presents an observational study of 34 pts who underwent bilateral deep brain stimulation (dbs) implant in the subthalamic nucleus (stn) for the treatment of parkinson's disease. The pts were divided into three groups: acute (<1 month after implant), post-acute (1 month-1 year after implant), and stabilized (>1 year after implant) based on the length of time between implant and referral to the neurorehabilitation unit. The pts were all treated with individualized physical, speech, and swallow therapy based on their initial assessment. Each pt showed significant improvement over baseline in at least one outcome measure. Reportable event: three pts in the acute group were referred to the neurorehabilitation unit due to impaired postural control during standing. See literature article with MFR report #3007566237200908953.